Event description:
Staff member had to go to employee health to get examined for potential exposure issues. The entire area where the incident occurred had to be completely disinfected per our haz mat protocol. The nurse was spiking the IV tubing up into the IV bag containing chemotherapy medication and held it up and the tubing literally fell out of the bag! This caused a spillage of the caustic medication (approx 30 ml). Our director of infusion services contacted the covidien rep ((B)(4)) who said that he was aware that that same incident has happened before and they, in fact, have come up with metal devices that nurses can slide into place to hold the spike firmly in place, connecting the tubing to the bag, so that it cannot slip out. She was surprised to hear this, because we had to have a spill of a very dangerous substance before we were told about those devices. We promptly ordered many of them to have in stock and educated our staff to use these.